Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "variax2 mini fragment plate fractured on scapular fixation. Patient required revision surgery. Update february 2, 2026 ¿ how and when did the patient take notice of the event? Sudden pain".